Event description:
A surgeon had a pt with an unexpected postoperative refraction. The surgeon questions whether the intraocular lens in the package was the power indicated on the label. Additional info has been requested.